Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the act button makes a shocking noise when she presses the button. The customer stated that the noise is compared to static like something out of the dryer. The customer stated that she was at the hospital due to urinary infection and did not go through any machinery. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
No static shocking noise anomaly noted while pressing the act button. No unresponsive buttons noted. All of the buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. However, the insulin pump was received with battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and stained end cap sticker.